Event description:
Affiliate reports pt became hydrocephalic after suffering an external wound. Following implantation of the valve, the pt repeatedly experienced slit ventricles that were treated by adjusting the valve pressure. In 2001, the pt once again experienced slit ventricles and the valve was explanted the next month.